Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was implanted with a single percutaneous lead on (B)(6) 2017. The patient did not receive adequate relief and was scheduled for a replacement paddle on (B)(6) 2017. During the revision the surgeon determined the ins pocket area to be infected and elected to replace the ins. The representative noted the issue was resolved. No further complications reported.